Event description:
It was reported that the device's downstream occlusion seal is coming off, scratched lens. It is unknown if there is patient involvement.

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During the investigation functional testing and visual inspection was performed. The customer reported complaint was confirmed. It was found that the downstream occlusion seal was delaminated, and the upstream occlusion seal was buckling. The downstream and upstream occlusion seal was replaced.